Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. Concomitant med products: battery devices. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device would not engage the battery devices and caused the battery devices to heat up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device would not run, the moving parts did not move smoothly, and failed pretest for lid leak tightness test, check for mechanical free moving, and check function of the device. The assignable root cause was determined to be traced to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece device was not engaging with the motor battery device. It was further reported that the device was tried with multiple batteries and the batteries became very hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown however, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.